Event description:
It was reported that the right ventricular lead exhibited noise oversensing resulting in pacing inhibition. No changes or interventions were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.